Event description:
The duodenovideoscope was returned to the service center without any malfunction. This does not indicate a MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, chipped adhesive around the objective and light guide lenses was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the chipped adhesive around objective and light guide lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.